Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer froze. It was noted that errors were found in the software history. The software was reinstalled as a preventive measure. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer "freezes from time to time"; it also required preventive "maintenence". The programmer was returned for service. No patient complications have been reported as a result of this event.